Event description:
The customer reported to olympus, the camera head had no cable image when connected to the otv-s400 main unit. The issue was discovered during preparation before use. There was a short delay to change the equipment. The facility finished the therapeutic laparoscopic surgery procedure with another similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device experienced images failures of blackout, color bar, whiteout, etc. Due to a cable failure (broken, disconnected, short circuit.) Additional findings noted the following; cable buckling at cable section, a connector section electrical contact was dinged/hammered in, wear on the main body of the head part (printing), and scope mount wear (lock ball wear) at the head. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that "no image" occurred due to communication failure caused by cable failure. For cause of cable failure, it is presumed that cable was disconnected due to cable buckling. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.